Event description:
Subsequent to the previous report, the additional downgrading information was received: per physician, the recurrent regurgitation was unrelated to the device. The clips remained stable and well seated. There was no tissue injury associated, and no malfunction reported. There is no indication of a device related event.

Manufacturer narrative:
Subsequent to the previous report, the additional information was received that the event was unrelated to the device. H2 corrections: h6 - health effect clinical codes 4453 and 1816 removed. Health effect impact code 4614 removed. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported tr appears to be related to worsening patient condition. The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
(B)(6) - triluminate pivotal, patient ID: (B)(6). It was reported that on (B)(6) 2023, the patient presented with tricuspid regurgitation (tr) grade 5, with type IV morphology (2 anterior and 2 posterior leaflets). The patient had both aortic and mitral valve replacements that caused shadowing on the leaflets. Three triclips were implanted, reducing the tr to grade 3. The patient was discharged with moderate tr noted. On (B)(6) 2024, severe tr was noted. On (B)(6) 2024, shortness of breath and weight gain were noted. On (B)(6) 2024, the patient was seen within cardiology for persistent, severe tr. There was no hospitalization, and no additional medical intervention provided. There was no device malfunction reported following implantation of the three triclips.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.